Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient is changing the battery every 2 days. A review of the pump history indicated that there are no "low battery" warnings or "replace battery" alarms. Additionally it was reported that the boluses are not showing up in the pump history.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no evidence of short battery life observed in the pump history. The black box showed low battery warnings and replace battery warnings had occurred. The black box additionally showed a manual date change from (B)(6) 2011 to (B)(6) 2011. A low battery warning was reproduced during testing and the pump emitted the appropriate audiovisual alerts. During investigation, boluses were performed and were accurately recorded in the pump history. The complaint could not be confirmed or duplicated on investigation.